Manufacturer narrative:
Investigation summary: "material #: 368650 and lot/batch #: 4192533. Bd received 7 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for hub-collar separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while preparing to use a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the hub collar along with the safety shield detached from the device. There was no report of adverse impact to patients or users.